Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Tandem technical support (tts) educated the customer on the pump's auto-off safety feature per user guide, however customer continued to allege that the alarm was not declared properly, and declined additional assistance from tts regarding this matter. The customer continued to use the pump for insulin therapy.